Manufacturer narrative:
The returned device data has been analyzed. The analysis of the mini ram dump revealed the battery status of the ICD to be bos and the therapy to be activated. The holter data documented 992 episodes and 16 charging cycles. Six shocks were aborted, four of them due to a measured shock impedance of less than 20 ohms, as mentioned in the complaint description. Based on the information available for analysis there is no indication of an ICD malfunction. However, the available iegms, episodes 982 and 984, show the presence of noise in the atrial and farfield channels. Therefore the integrity of the lead cannot be assured. In conclusion, the lead was not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. However the integrity of the lead cannot be assured.

Event description:
Ous MDR - a home monitoring alert of shock impedances of less than 20 ohms with unsuccessful therapy was reported. The physician decided to monitor the patient via home monitoring.